Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Event description:
It was reported that the patient has expired after an implant duration of approximately 1.2 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature elective replacement indicator (eri). The device was implanted for 2.29 years, 0.42 years less than the expected 75% published longevity. After replacing the battery, the device functioned normally.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.